Manufacturer narrative:
(B)(4). Unit returned and was investigated by a flow testing. There was nothing unusual found. Reference: (B)(4).

Event description:
On (B)(6) 2011 the customer stated that during preparing they noticed a leakage on the y-site of the tubing. This device is not sold in us market. Reference: (B)(4).